Event description:
Caller alleges there is a leak emerging from the luer-lock connection of the infusion set. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.